Manufacturer narrative:
H10: one (1) device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage testing and pressure testing with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets were "frequently coming unscrewed when they were injecting IV contrast". If was further reported, ¿the problem seemed to be occurring on the side with the clear port¿. There was no patient injury or medical intervention associated with this event. No additional information is available.